Manufacturer narrative:
Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd connecta¿ 3-way stopcock, the device experienced leakage, through the damaged/ cracked product. The following information was provided by the initial reporter. The customer stated: when antiepileptic drugs were pumped intravenously, fluid leakage was found at the tee, and the tee was replaced in time. Cracks were found at the old tee interface after replacement.